Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer encountered a repeated error 319 on the system. The customer rebooted the system but the error persisted. The technical service engineer (tse) advised the customer to reboot the system again with an emergency power off. The customer stated that they would continue the case and do so after completion. The tse confirmed the reported error 319 on the universal surgical manipulator 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had initially powered on without errors prior to the case. The issue had hard power cycled the system to resolve the issue, but due to the persisted error the customer disabled the universal surgical manipulator 2. The procedure was completed robotically with the remaining arms.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) #2 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 319 was found indicating a "node not present" fault on the usm axes controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber cable was found to be damage that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the acc, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where "check all boards" testing was found to be failing on the acc. Once testing was completed, the rolling loop fiber cable was aba tested and was verified to be the source of the fault. The probable root cause is attributed to communication errors originated by a faulty rolling loop fiber cable located within the usm. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.